Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 2.4mm sddrive screwdriver shaft was found with deep scratch on the insertion shaft with the handle. This damage make it to difficult to assemble with the mating device. No signs of breakage were found. However, the reported condition can be confirmed. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was performed for the 2.4mm sddrive screwdriver shaft and met specifications. A functional test was unable to be performed due to post manufacturing damage. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.4mm sddrive screwdriver shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, he potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed dimensional inspection: feature: length of the device specification: 41.70 +/- 0.30 mm measured dimension: 41.73 mm. Device history part number: 314.451-us, lot number: 3104p64, manufacturing site: hägendorf, release to warehouse date: 17.jan.2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the shaft of 2.4mm sddrive screwdriver shaft had scrape/broken. However without having actual device for evaluation reported allegation of unable to assemble and disassemble cannot be confirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Properly assembly of the device before using it diminishes this risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 2.4mm sddrive screwdriver shaft would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 314.451 lot number: 6963p63 manufacturing site: hagendorfite release to warehouse date: 2nd october 2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2023, the t8 screwdriver shaft that was part of a screw removal set that was delivered for the surgeon's case was broken prior to use. The shaft had scrape in it that prevented it from being able to be fully inserted into the mini qc handle. They had to put this shaft on a t handle chuck in order to use it. There was a less than five (5) minutes surgical delay. The procedure was successfully completed. No fragments were generated. No patient consequence was reported. This report is for one (1) 2.4mm stardrive screwdriver shaft this is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.